Event description:
On (B)(6) 2010 a (B)(4) representative visited (B)(6) hospital and met with the supervisor, two representatives from infection prevention and the reprocessing technicians. While at the facility, they observed the technicians using the incorrect hookups with olympus bronchoscope and the ebus scope.

Manufacturer narrative:
On (B)(6) 2010 the technicians at (B)(6) medical center were asked to show the medivators representative, (B)(6) hospital supervisor, and the two infection prevention representatives how to hook up their endoscopes with the dsd hookups. The technicians hooked the olympus gastroscopes, colonoscopes and duodenoscopes up correctly. However, when it came to olympus bronchoscopes and ebus scope they were using the (B)(4) hookup (which is primarily for colonoscopes and duodenoscopes) and the olympus flushing attachment for the bronchoscopes luer locked to the luer hookup on the (B)(4) and left the air pipe connector and suction connector ends of the hookup open or in some cases one of the technicians stated they would clamp these two connectors together. On the ebus scope they would have the same set up and nothing attached to the balloon channel. In 2007 the facility declined an operational training at the time of a new machine install. No patient injury has been reported as of (B)(6) 2010. If additional information is received at a later date, a follow-up report will be sent.